Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was returned loose. Both cuffs were still attached to the link and the posterior cuff was engaged to the posterior needle tip. The anterior cuff tab was damaged. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during plunger removal. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the reported cuff miss event. Therefore, the root cause for the anterior cuff to needle tip detachment is undetermined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.